Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the ventilator would not power in ac mode. There was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer reported the device would not power on in ac mode. This was found during preventive maintenance.